Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: product ID: ksr401, implantable pulse generator, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular lead impedance was decreasing and the lead was undersensing during testing. The lead was capped and replaced. No patient complications have been reported as a result of this event.